Event description:
It was reported that the expected residual volume (erv) was 1.5 ml and the actual residual volume (arv) was 5 ml during the refill on the day of report. It was noted that during the previous refill on (B)(6) 2014, the arv was 10 ml more than the erv, however exact volumes were not provided. It was noted that a dye and rotor study were performed in may with negative results, and the pump event logs were checked with no reported required action as a result of the event. The catheter was able to be aspirated and the dye was easily injected. The patient experienced pain and less than 50 % therapy relief. The physician reportedly increased the patient's rate by 10 % and will continue to monitor their pain control and reservoir volumes at refills. The patient's pump was intended to infuse fentanyl, bupivacaine, and baclofen. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was seen on (B)(6) 2014, but no new information was obtained regarding the event. A supplemental report will be submitted if additional information regarding the patient outcome, diagnostic testing, or troubleshooting is received.